Event description:
It was reported to the manufacturer that the vns patient's generator showed 5 months till end of service following interrogation. The patient's device settings as of (B) (6)2010 were 2.5/20/500/30/0.2. The physician was informed about the affect the high duty cycle will have on the longevity of the generator, but the physician believed that the high settings are necessary for the patient to have adequate seizure control. A recommendation was made to increase frequency and decrease pulse width to conserve battery life. It was also indicated that for the past two months, the magnet has not been as effective with the patient's seizures. The patient did not experience an increase in seizure activity, but medication changes were made to help with seizure control which was successful. The physician indicated that the end-of-life projection of the generator is pre-mature. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.